Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 594mg/dl and a manual injection was administered to address the bg level. The customer declined to performed a system check to determine a possible cause of the occlusion alarm as they had observed a crack in the cartridge. Reportedly, the customer temporarily reverted to manual injections while a cartridge change was performed to address the issue.